Event description:
The pt called lfs and alleged the one touch ultra meter powered off during use. The pt was not experiencing any symptoms of high or low blood glucose nor did they seek treatment at the time of the incident. The customer care rep verified that the meter does power off before the shut off time is up. The meter was replaced and return is expected.